Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. Linearity test was performed, and results were within specification. No malfunction or product deficiency was identified. Issue is not confirmed. An extended investigation has also been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a low readings issue with the freestyle libre sensor. The caller reported unspecified low readings, with the customer experiencing fatigue and not feeling well. Paramedics were called and the customer transferred to hospital, where she was diagnosed with hyperglycemia and treated with unspecified IV. The caller indicated that the customer would stay in hospital overnight. There was no report of death or permanent injury associated with this event.